Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-11787, manufacturer report number: 2017865-2020-11789. It was reported that the patient presented to the hospital. Upon review, it was revealed that the implantable cardioverter defibrillator provided inappropriate shocks due to sensing anomaly. It was revealed that the right ventricular lead and right atrial lead became dislodged and pulled back into the superior vena cava (svc). Dislodgement was confirmed via chest xray. The physician noted that the leads had dislodged due to twiddlers syndrome. Also, due to the high number of inappropriate shocks provided by the device, the device battery had depleted. The patient presented for explant procedure on (B)(6) 2020. During procedure, the implantable cardioverter defibrillator, right atrial lead, and right ventricular lead was explanted and replaced. The patient was stable before and after the procedure.